Manufacturer narrative:
(B)(4).

Event description:
It was reported by clinician that the ventricular lead exhibited high lead impedance during a routine follow up, the patient was asymptomatic. It was noted that the impedance had risen drastically. The patient would be followed closely. No intervention had been reported. No additional information was available.

Event description:
New information states that the lead was capped and replaced on (B)(6) 2016, the patient was doing well and stable.